Event description:
A remote alarm was returned to the manufacturer for preventative maintenance. The device was not in pt use. The remote alarm was evaluated by the manufacturer. The complaint was confirmed. The manufacturer found the device's audible alarm was not functioning. The pcb was replaced to correct the problem. If the remote alarm (optional accessory) was used in conjunction with a ventilator, the ventilator would continue to provide therapy and audibly alarm for pt events.

Manufacturer narrative:
(B)(4): waiting for approval of estimate.